Event description:
Hamilton medical ag received the following incident description from the partner: "hospital tech ran a pm on g5. Pm all passed except test#20: noticed that during high alarm, the "red lamp" was not "on/present ". User advised to check ipp led board cable connections, nothing found abnormal there. Later, all lamps (red/yellow/blue) were not functioning when user ran test #20 during dimming knob test."

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being serviced. The root cause was determined to be a defective alarm lamp board, most probably caused due to corrosion. In consequence (correction) the alarm lamp board was replaced. There was no patient or user harm reported.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from the partner: "hospital tech ran a pm on g5. Pm all passed except test#20: noticed that during high alarm, the "red lamp" was not "on/present ". User advised to check ipp led board cable connections, nothing found abnormal there. Later, all lamps (red/yellow/blue) were not functioning when user ran test #20 during dimming knob test."